Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency department with palpitations. Upon interrogation it was noted that there were multiple episodes with rapid ventricular conduction with an increase in the ventricular threshold and impedance increase from 400 ohms to greater than 700 ohms. The ventricular lead output was raised to give an adequate safety margin. The patient is in stable condition at home and being closely monitored. Follow up with the physician noted the patient's recent athletic activity possibly coincided with the leads increased threshold. No further patient complications have been reported as a result of this event.